Event description:
It was reported that pump screen was frozen and would not respond to customer input, preventing customer from interacting with touchscreen even though screen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, chose to reset pump, and was able to interact with pump screen after reset.